Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: a review of the prime history showed multiple primes of less than 1.0u which the user admitted to with the initial complaint. All loss of primes in the black box were related to replace cartridge alarms; no valid loss of prime events were observed. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no internal damage or moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 260 mg/dl with extreme drowsiness, polydipsia, nausea and strong, fruity breath odor associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the patient did not prime the tubing thoroughly when there was insulin dripping from the end; the patient felt this was wasting insulin. The prime history reflected small prime amounts which contributed to the bg elevations following cart/site/set changes. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.